Event description:
Surgeon attempted to use the vessel sealer to cut a suture but the blade would not engage. It was tried a few times and still did not operate properly. A new item was opened and worked fine.